Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of recurrent deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe). During the implantation procedure, the filter was deployed at the l2-l3 level without any complications. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf) the patient has blood clots, clotting, occlusion of the ivc and a thrombosed filter. The patient underwent the unsuccessful attempt to remove the filter eleven months and twelve days post implantation. The patient also reports to have tenderness and swelling. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information received indicated that the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to ivc thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. The additional information provided indicated that the patient has blood clots, clotting, occlusion of the ivc and a thrombosed filter and that the patient has experienced tenderness, redness and swelling, the anatomical location was not provided. The indication for the device implant was a history of recurrent deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe). The filter was implanted via a femoral vein and deployed at the l2-l3 level without any complications. The patient tolerated the procedure well. The patient underwent a possible attempt at removal of the filter while trying to open the vena cava eleven months and twelve days post implantation. The details of the procedure have not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 17156225 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Redness, tenderness and swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, ivc thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus does not represent a device malfunction and could not be confirmed without films for review. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the plaintiff, including, but not limited to, ivc thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.